Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna25, s/n # (B)(4) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all sterilization, material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. The manufacturer was notified the site sent the valve to a third party for bacteria analysis and the device is not available. If the manufacturer receives further information the investigation will be updated, however, at this time the root cause cannot be established.

Event description:
Cna25 was implanted on (B)(6) 2020. On (B)(6) 2020, it was explanted due to infection and a new valve from another manufacturer was indwelled. Infectious bacteria are unknown. Vegetation was found in the right apex of the cna25 at the time of explant. The actual product will be sent from the hospital to an outside culture company for inspection.